Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with elevated blood glucose (bg) levels that were over 600 mg/dl and went into diabetic ketoacidosis; cause was unknown. Customer received a fluid and insulin drip to address bg level. Customer was released from the hospital on (B)(6) 2020 with no permanent damage.